Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: did the event occur during sterile processing? Unknown. Did the event occur during field inspection? Unknown. Did the event occur during internal service activities such as calibration? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is there evidence that could suggest that the reported needle was part of a product mix in the package? Not sure. Any photos available for visual analysis? Yes. Lot number? 101xu1. Loc cq received the device. Rmao updated. Device will be returned to evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unkown procedure on (B)(6) 2025 and suture was used. The length of the needle is smaller than the spec (40mm indicated on the label for needle length). Device along with package will be returned for evaluation. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One paper lid and one strand inside of a winding former were received for analysis. The product code is vcp333. During visual inspection, it was observed that the product returned for analysis was only the code vcp333. The product code vcp358 was not returned for analysis. No conclusion could be reached as to what may cause the reported complaint. A characterization was performed with the following results:the needle-suture combination, sales type CT-2, (taper point), wire diameter 26 mm and ½ circle. The suture belongs to diameter 2-0to vicryl sutures, multifilament¿, length 70cm and violet color. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Corrected data: g1 MFR site added.